Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7; -11.5/+2.0/112 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The surgeon reports excessive vaulting. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - it was later reported that on (B)(6) 2022 the lens was exchanged with a shorter length lens. This resolved the problem. Claim# (B)(4).